Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31jul2019. The product support engineer (pse) troubleshot this issue with the customer over the phone to try to duplicate the reported condition. The customer was advised to continue the off/on cycles in an attempt to recreate the power self-on test 1104 failure and to swap the power management (pm) and motor controller (mc) printed circuit board (pcb) if failure is consistently reproducible. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the ventilator generated an error code (1104) relevant to backup alarm failure. The device was in clinical use at the time the reported event was discovered; however, there was no harm to the patient or user.